Event description:
The ge oec fluoroscopy sys displayed a communication error.

Manufacturer narrative:
A ge oec svc rep investigated the issue and the service report info, currently, is limited to the results. Generally, this issue is related to the interconnect cable requiring repair or replacement. If other repair is noted, an updated report will be issued. The sys was tested and found to be operating as intended. The sys was released to the customer for use. Indicates sys returned to use. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effect was reported because of this malfunction.